Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Manufacturer's field service engineer (fse), performed troubleshooting and found the unit had fractures on the front panel, top cover and rear vessel. The field service engineer replaced the panel and performed pa, the device failed the test and recommended a possible repair. Customer opted to do their own functional verification test which then passed their functional standard. Per the follow up with customer, the unit is back in service and had no problems since. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported failed pressure accuracy during pressure accuracy test (pa). The device was not in used for treatment when the reported event occurred, there was no patient involvement.